Event description:
Unable to see internal yellow wave due to the malfunctioning of the bard sherlock 3cg¿ tip positioning system used with the powerpicc provena central venous catheter. An x-ray was required to verify placement.

Event description:
Unable to see internal yellow wave due to the malfunctioning of the bard sherlock 3cg¿ tip positioning system used with the powerpicc provena central venous catheter. An x-ray was required to verify placement.